Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an occlusion event indicated by alarms resulting in elevated blood glucose of 347 mg dl associated with infusion set site issues possibly related to inflammatory response or scar tissue which was treated with a correction bolus via pump on (B)(6) 2026.